Manufacturer narrative:
This supplemental report is to correct section g4 to reflect that this device is exempt from FDA clearance.

Event description:
It was reported that there were 2 blisters secondary to light cord activation to the patient. No further information is available.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Product has not been returned, therefore, product could not be evaluated. In the event the product is returned at a later date, the complaint will be re-opened and investigation completed. The event is filed under internal karl storz complaint ID: (B)(4).